Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after changing pump supplies, later discovering the infusion set¿s needle cover had not been removed, which prevented insulin delivery; the user replaced the contact detach infusion set, resumed insulin delivery, and was advised to monitor glucose and change the cartridge due to low remaining insulin. Symptoms included elevated blood glucose readings over 400 mg/dl for over four hours without ketone testing, medical intervention, or acute complications. Outcomes included no injury, no hospitalization, and recovery with declining glucose after site replacement. Investigation included user interview, device use review, and troubleshooting and education on proper infusion set placement and supply replacement. Investigation of this case revealed an infusion set use error that impeded insulin delivery, consistent with improper insertion due to the needle cover remaining in place. It was concluded, based on previously established findings for similar reports, that the cause was use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.